Manufacturer narrative:
The hospital reportedly replaced the flow sensor, resolving the alarm condition. The customer contact informed ge healthcare that no patient information was available. The hospital reportedly replaced the flow sensor, resolving the alarm condition.

Event description:
The hospital reported that, during a case when switching to mechanical ventilation, the unit would not deliver any volume. It was further noted that the unit alarmed 'check flow sensor".